Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0012735453 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment on the spiral array segment electrode #1 was observed to be crushed/damaged, on the spiral array segment the electrode #3 was observed to be displaced, on the spiral array segment an exposed electrode wire was observed, on the spiral array segment inverted array was observed, and on the spiral array segment the proximal arm pebax tube was observed to be torn. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. During verification of steering mechanism, deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. During verification of sliding mechanism, the slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test revealed an open loop on the electrode wires #1, #2, #3. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the spiral array segment, the proximal end of nitinol array wire was observed to be completely dislodged from the dual lumen. During the inspection of the spiral array segment, an electrode wires were observed to be broken. In conclusion, the reported "inverted spiral array" was observed during testing. The reported "spiral array/ array knotted" issue was not observed with the returned catheter. The catheter failed the returned product inspection due to a displaced electrode on the spiral array, the torn spiral array proximal arm pebax tube, an exposed electrode wire on spiral array, a crushed/deformed electrode(s) on the spiral array, the proximal end of nitinol array wire was dislodged from dual lumen in spiral array area, and the broken electrode wire(s) in the spiral array region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, during left superior pulmonary vein (lspv) treatment a catheter array inversion was observed. A knotting condition occurred and could not be resolved within the left atrium. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: unknown); product type: 3294-generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.